Manufacturer narrative:
The exact event date was not available, therefore the date 06/01/2025 was used as an estimate, based on the reported onset occurring in june 2025. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician confirmed a fracture in the cuff tubing, which resulted in loss of fluid. The device was explanted and replaced. No further patient complications were reported.